Event description:
Event description boston scientific received information that this implantable right ventricular (rv) lead exhibited an out of range shock impedance measurement. There were no reported adverse patient effects.